Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, the left ventricular (lv) lead was unable to capture at multiple locations. Therefore, the physician elected to not implant the lv lead on (B)(6) 2021 and it was not replaced. The patient was in stable condition.